Event description:
The hospital reported a patient suffered unknown injuries after a fall during use of the giraffe omnibed. It was reported that a badge attached to the nurse caught on the door and pulled it open. The hospital also provided that the giraffe warmer was examined after the incident and no device damage or defects were identified. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: hcs research park - (B)(4).

Manufacturer narrative:
The device bed panels and latches were tested and found functioning properly, no malfunction or breakage was found. The hospital tried to replicate the same scenario as given in the complaint where it was reported that a badge attached to the nurse caught on the door panel and pulled it open, but they were not able to pull open the bedside panels with the badge stuck in between the inner wall and outer wall of the bed side panel. Tests were conducted at ge healthcare to replicate the same scenario as given in the complaint but were also unable to recreate a latch failure caused by a badge. Based on the information available, not root cause is identified. Potential root cause is: - one or more of the bedside panel latches was likely not latched at the time that the user attempted to walk away or, - that the user's badge or other item likely caused interference with the bedside panel causing it not to properly latch.